Manufacturer narrative:
Product evaluation: x-ray demonstrated heavy calcification was observed on leaflet 1 and 3, and minimal calcification on leaflet 2. Moderate host tissue overgrowth on leaflet 2 on the inflow aspect and on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from implant patient registry that a model 3300tfx 19mm aortic valve was explanted and replaced with a 11500a 21mm valve after an implant duration of 6 years, 2 months due to calcification and moderate host tissue overgrowth.

Manufacturer narrative:
H10: additional manufacturer narrative: h3: x-ray demonstrated heavy calcification was observed on leaflet 1 and 3, and minimal calcification on leaflet 2. Moderate host tissue overgrowth on leaflet 2 on the inflow aspect and on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes mellitus (dm).

Event description:
It was learned from implant patient registry that a model 3300tfx 19mm aortic valve was explanted and replaced with a 11500a 21mm valve after an implant duration of 6 years, 2 months due to calcification and degeneration. The patient presented with sob.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a model 3300tfx 19mm aortic valve was explanted and replaced with a 11500a 21mm valve after an implant duration of 6 years, 2 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.